Event description:
A healthcare professional reported that the hahn tapered implant failed after seven weeks of implant placement on tooth #19. Per the reported information there are no preexisting medical conditions. The patient's bone quality type is not listed, and oral hygiene not reported. Patient returned on (B)(6) 2024, upon examination the provider noticed the implant failed to osseointegrate due to fitting issue and the device was removed. Provider reports that the patient had a fractured tooth, was extracted with forceps and elevators came out with no complications. Provider states patient was not in pain, said she was eating, and implant and healing cap came out. Was irrigated with chlorhexidine and saline, placed flat cap and sutured up. Prescribed amoxicillin 875 for one week and medrol dose pack. Current patient status is healthy. Provider will let site heal and try to re-implant in 3 months.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: e1, g1, h6. CAPA- ca-00016. The manufacturer's internal reference number is (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6081292 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6081292 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was returned with the healing abutment still inserted into the implant. The implant was verified to be a hahn tapered implant ø7.0 x 8 mm (70-1154-imp0019) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant (see attached images). The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint with regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 2 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-570 rev 2 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 2 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 2 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, there was a fit issue. IFU-570 rev 2 (hahn tapered implant system) contains the following statement in the site preparation section: "if placing a hahn tapered implant that is 3.5 mm in diameter or greater, shaping drills are used sequentially to widen the osteotomy to the matching diameter. To avoid over-preparation, widening drill diameters should be used only as needed, and in proper succession. Each shaping drill is length-specific, to match the length of the prescribed implant. Osteotomy depth may be increased sequentially, beginning with shorter drill lengths, provided sufficient depth is achieved with the final drill. Select the desired shaping drill, accounting for bone density and the size of the implant to be placed. With copious irrigation, drill to depth. The final drill should correspond with the matching implant size, as charted below, with the goal of achieving high primary stability upon implant placement." Corrected: d6b the manufacturer internal reference number is: (B)(4).